Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mov on the power signal interface pcb was evaluated and identified as requiring replacement. The reported problem was to be resolved by the customer. No add'l service info was provided.